Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an aneurysm. Vessel morphology from the time of implant is unknown. There was a proximal type I endoleak that was treated with an endurant 32x32x49 aortic cuff. There was disease progression with aortic neck dilatation. It was reported that the patient presented to the emergency room with pain and a rupturing aaa. The physician stated, the patient had a type I endoleak. The patient was taken for emergent repair however the patient¿s blood pressure began to drop. The physician attempted an open surgical repair to repair the ruptured aneurysm and remove the previously implanted stent grafts and aortic cuff. During the open repair the patient expired on the table. The physician believes this patient died of a ruptured aaa due to a type I endoleak at the aortic neck.